Manufacturer narrative:
Reporter name: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was under palliative cate due to chronic infection and passed away on (B)(6) 2023.

Manufacturer narrative:
Related MFR # 2916596-2023-03586. The pump did not return. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the source of the infection was the driveline but over time the infection spread to the pump pocket. Cultures were identified as burkholderia contaminans. There were at least 3 surgical cleaning procedures performed with vacuum assisted closure implant. Due to the patient's immune panel the infection was unable to be resolved. The patient had chronic anemia during the hospitalization.